Event description:
Boston scientific rec'd info that shortly after the implant procedure, the pt w/this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode rec'd an inappropriate shock. A review of the episode showed baseline drift and a drop in r-wave amplitudes. The selected vector was secondary. It was noted that the two-incisions techniques had been used. A boston scientific technical svc consultant discussed the appearance of the ECG was consistent w/air around the distal electrode or in the device pocket. An x-ray of the sys showed good placement, but the electrode appeared to be too far left of the sternum. However, the defibrillation threshold (dft) testing at implant had been successful, with a normal shock impedance measurement. During troubleshooting w/manipulation of the electrode and device, and in several positions, no noise was reproduced and the ECG's looked appropriate. The device again selected the secondary vector. The physician programmed therapy back on and planned to have the pt stay for two days to monitor. No adverse pt effects were reported.

Manufacturer narrative:
It was later reported that the post-implant x-ray revealed the electrode placement was farther left of the sternum than was optimal and did show evidence of remaining air around the electrode. Attempts were made to reproduce the noise for three days in a row, but noise could not be reproduced and the sys was working properly. The device and electrode remain in svc w/out further complication. As no further info concerning this report is expected, our investigation will be updated should further info be provided.